Event description:
Mom states that she has been using one pump over the last week b/c pump sn (B)(4) "beeps uncontrollably with no error messages". Requiring a replacement pump as soon as possible. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device is available to be returned for investigation: yes. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.